Manufacturer narrative:
Medwatch field d1 brand name was updated.

Manufacturer narrative:
The serial number of the customer's cobas e411 disk is (B)(6).based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys tsh and elecsys ft4 iii results from one patient sample tested on the cobas e411 disk. This medwatch is for the ft4 iii assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the tsh assay. It is unknown if the initial result was reported outside of the laboratory. The initial result was 0.039 ng/dl with a data flag. The first repeat result was 1.18 ng/dl. The second repeat result was 1.18ng/dl.